Event description:
It was reported that there was unspecified product experience related with this fiber and replacement is required. After that, the fiber was returned for analysis and the product investigation found there was a fiber body break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken in two pieces confirming the reported allegation. The connector was in good condition and the tip was degraded. Additionally, the aim beam light was distorted, and the fiber passed the functional testing. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on analysis results and information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.